Event description:
The customer reported that the canopy has zipper damage to panel b and mattress envelope damage. No pt injury was reported.

Manufacturer narrative:
(B) (4) zipper damage, mattress envelope damage. Eval of the product shows that the large window a zippers slider body is open. The mattress envelope was not returned. (B) (4).